Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20115404 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced defective/damaged tubing, flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e. Batch/ lot #: 20115404. It was reported that there were issues with the smartsite extension set.